Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was reproduced. During the inspection there were no other device abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had emergency lights turn on irregularly. The issue was found during pre-inspection for use. The intended procedure was completed with the same equipment, with a reboot of the device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: faulty xenon lamp. Olympus will continue to monitor field performance for this device.